Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion and posterolateral fusion surgery from vertebrae l4 to l5 on (B)(6) 2010 using rhbmp-2/acs. The patient's post-operative period has been marked by increasingly severe pain in his lower back that radiated down his lower left extremity into his foot. Patient underwent an MRI in (B)(6) 2013, which revealed heterotopic bony overgrowth of the fusion mass at the level of implant which led to foraminal stenosis. The patient developed severe lower back pain with continued lower left leg pain. The patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively, and he has otherwise developed serious and permanent injuries.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on: (B)(6) 2010, the patient presented with pre-op diagnosis of 1) l4-5 lumbar disk protrusion. 2) lumbar disk herniation 3) lumbar radiculopathy and instability 4) sciatica l5-s1 5) degenerative lumbar disk disease, l5-s1. The patient underwent following procedures: l4-5 central subarticular and foraminal decompression. ; bilateral partial facetectomies and foraminotomies. ; complete lumbar diskectomies l4-5.; plif l4-5 using right autogenous iliac crest bone graft , bone morphogenic protein on the collagen- based sponge and peek interbody fusion cage .; posterolateral fusion , l4-5 using pedicle screws, right autogenous iliac crest bone graft , bone morphogenic protein on the collagen- based sponge. Per op notes, the bmp on a collagen based sponge was packed anteriorly along with autogenous bone grafts. A peek cage was impacted at the interspace. Excellent fixation was achieved . Drill holes were then made directly over pedicles at l4 and l5. Transverse processes at l4 and l5 were decorticated . Bone grafts and bmp were placed out laterally. Rod was attached to screws